Event description:
While giving herself hormone therapy injection and had her foot on the counter. Her foot slipped off the counter and the needle bent and broke off in her skin. Went to the ER and was admitted for surgery to remove the needle and was in the hospital for four days.

Manufacturer narrative:
Cannot fully evaluate, since samples are unavailable. This appears to be an isolated incident. A review of the complaint database did not reveal any other incidents of this nature with this catalog item. The verbatim in this incident appears to indicate that excess side force was applied to the needle when the users foot slipped off the table.